Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead, an alert triggered due to low impedance. It was also reported there was damage to the lead insulation. The rv lead remains in use, and the patient will be monitored via follow up visits. No patient complications have been reported as a result of this event.